Event description:
Six months after a drug eluting stenting treatment procedure the pt experienced chest pain. The lesion being treated was a 3.50 mm 90% stenosed, non-tortuous non-calcified right coronary artery (rca) lesion. The lesion was not predilated. The physician placed the taxus express2 8.8% 3.5 x 16 mm drug eluting stent without complication. Six months after the procedure the pt reported approx 20 episodes of mid-sternal chest pain lasting approximately three minutes relieved with rest. The severity is reported to be mild. The pt had a stress test and "md confirmed that it was normal, no other action taken to resolve this event." The pt was discharged in the next day on aspirin and plavix.